Event description:
Two separate patients needed hair removal for surgical site preparation, hair clippers were utilized. Both sites were prepped appropriately and hair removal was initiated, resulting in abrasions on both patients during the course of proper use of the surgical services department. Manufacturer response for surgical clipper blade, (brand not provided) (per site reporter). Rep is coming to observe the product.